Event description:
A patient with a tracheotomy on 100% heavy oxygen flow underwent a pacemaker generator change out procedure and upon first activation of the plasmablade, a surgical fire/flame was sparked. The drapes and dressing reportedly caught on fire, accelerated by the oxygen. The entire incident lasted approximately 10 seconds with the fire lasting approximately 3 seconds. The fire was quickly extinguished however, the patient suffered first and second degree burns to their face, neck, and chest. The surgery was prolonged approximately 45-50 minutes while the patient¿s burns were evaluated.

Manufacturer narrative:
(B)(4). Method: generator still in use and facility not returning for investigation. Result: generator still in use and facility not returning for investigation. Conclusion: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.